Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damaged top and bottom enclosures. Started with a visual inspection then attached test hose, plugged in line cord, pressed the "on" button, and selected high on the keypad. The reported problem was duplicated. The root cause of the reported issue was found to bee wear and tear damage from regular use by the user. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking. There were no reported adverse events.